Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible it was the rail suture or the loop that broke, or the suture released from the vessel during tightening. If the non-rail broke before final tightening it is possible the rail was damaged or was inadvertently cut by the gate suture trimmer: however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 17f sheath hole prior to a left atrial appendage occlusion (laao) interventional procedure. The suture of a prostyle device was successfully placed. The laao procedure was completed using the same 17f sheath. Reportedly post procedure, the suture broke while tightening the knot. Manual compression was used to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.